Event description:
It was reported that, "as per the pt, she is experiencing pain, clicking, burning, and limping. Xrays taken in 2008 showed that the implant had loosened. Surgeon had scheduled her for a revision approx six months later. X-rays taken in may showed that the implant had reattached partially. It was further reported that from then on the pt states that her implant keeps getting worse."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.